Event description:
It was reported that the device vibrated for high hv lead impedance. The hv lead impedance check suddenly increased in one day. Series of impedance measurements in clinic showed the out of range measurements were still present. Review of the egm showed noise was still present. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field experience was confirmed. Visual inspection revealed that the rv cable was fractured adjacent to the crimp, consistent with a fatigue fracture.